Event description:
It was reported that a power on reset (por) had occurred, por error code was unknown but was successfully cleared with the patient programmer. There had been symbols of a doctor, telephone and warning along with the por. No diagnostic testing was required. The root cause of the por was unknown, the patient had therapy up until the day the por occurred. There had been no stimulation due to the por. It was believed that this was an isolated event and the patient had no idea why the por may have occurred. This was related to the device or therapy and was not related to the implant procedure. The issue was resolved, resolved without sequelae.

Event description:
Additional information from the health care professional of the clinical study reported the patient did not have stimulation when the por was displayed on the programmer. The por issue was resolved on the same day it was reported. There were no adverse events associated with the por code.

Manufacturer narrative:
Concomitant medical products: product ID 37744q, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). (B)(6).

Event description:
Additional information received reported the patient did not have a clinically undesirable experience and did not have no stimulation due to the por (power on reset).